Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 1) occurred during insulin delivery. Upon removing the cartridge, it was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from the previous cartridge on the pneumatic tap. The customer's blood glucose level was 96 mg/dl. Customer removed the o-ring and a new cartridge was loaded successfully and insulin delivery was resumed.